Event description:
The customer used the device to check their blood glucose and obtained a result of 164 mg/dl. Customer took insulin and passed out 1/2 hour later. Emts were called and they gave customer an IV of glucose and customer came around. Controls were not use. The device was replaced and requested to be returned for evaluation.